Event description:
A battery/no power issue was reported with the adc freestyle libre reader, with the reader not turning on by button press or test strip insertion. On (B)(6) 2021, as a result, the customer self-presented to the hospital where a laboratory blood glucose test of +600 mg/dl was obtained and the customer was provided unspecified medical treatment for a diagnosis of diabetic ketoacidosis (dka). No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.